Event description:
Upon an implant procedure, a physician was unable to insert a lead into the patient due to a bend in the stylet. The physician was unable to get it through the needle, so he removed the stylet. It was clarified that the stylet was bent, but the lead was ok. A new stylet was inserted, and the lead was implanted successfully. The stylet was to be returned to the manufacturer for inspection. There were no adverse effects or injury in regards to the patient. Additional information will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up will be sent when analysis is completed.